Event description:
The consumer backed onto the lift, when he leaned forward to adjust his position in the chair. The entire chair allegedly tipped forward and the user fell in the chair. No injury is alleged.

Manufacturer narrative:
A consumer was contacted and they provided information to the dealer that approximately 7 months ago, he backed onto a lift, then leaned forward and fell out of his chair. User stated no medical treatment was provided. User advised that they were leaning well forward in the chair with no seat straps used at the time of the event, suggesting inappropriate use as the cause. Malfunction of the device has not been established. Proper use of the product including positioning, leaning, and the use of seat positioning straps is covered in the device instructions.